Event description:
It was reported that this pacemaker system exhibited oversensing of atrial signals in the non-boston scientific right ventricular (rv) lead. Technical services (ts) was contacted and follow up was recommended. This pacemaker system remains in service. No adverse patient effects were reported.